Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 300 to 400 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot. Customer was also advised to follow up with their doctor regarding pump settings.